Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, since implant, they were good at home, but had trouble with their symptoms when they were at work and busy. It was recommended that they bring their programmer to work with them, and follow up with their healthcare provider to discuss their symptoms. It was also reported that, sometime over the summer, the patient¿s implant got caught on a chair and ¿felt like it kind of tear¿ when they sat down; it ¿moved and turned on its side.¿ it was reported that they had a revision surgery and the surgeon ¿moved it closer and down deeper.¿ no further patient complications are anticipated or expected as a result of this event.